Event description:
This is being filed to report clip jumping. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. After the clip was placed, the clip remained locked at 60 degrees and clip deployment was continued with an mr grade of 1. After clip deployment, following retraction of the delivery catheter handle the clip jumped open to 60 degrees, increasing mr to 3. A second clip was implanted stabilizing the first clip. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked and clip jumping. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.